Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose in the 500¿s mg/dl with symptoms of dehydration (dizzy, lightheaded), vomiting and an unspecified level of ketones associated with a loss of prime issue. Reportedly, the patient discontinued the insulin pump, was hospitalized and treated by their healthcare provider with insulin via injection and IV fluids. It was determined by customer technical support (cts) that the patient was not using the cartridges per their instructions for use. It was reported that the patient had gastroparesis. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not correctly using the cartridge.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.